Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white powder was found inside the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating white powder found inside 10cc syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of foreign matter; therefore, the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1263917. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that white powder was found inside the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating white powder found inside 10cc syringe.